Event description:
It was reported that during an unknown procedure the device ¿would not fire and misfired.¿ there were no patient consequences. It is unknown how case completed. No additional information available at this time.

Manufacturer narrative:
(B)(4). Jaws the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled and ejected the remaining clips. Finally, it locked out as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.